Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The customer reported a recognition issue with the instrument. Failure analysis determined the issue could not be reproduced or confirmed. In-house testing showed the instrument passed recognition and engagement, demonstrated full range of motion, and proper grip tip operation. Additionally, instrument failed continuity testing, did not release energy on multiple attempts, and was not fully functional. Localized melting between the grips was observed. The probable root cause of customer reported issue cannot be determined as the issue was not replicated by failure analysis. The probable root cause of the instrument grip tips is caused by insulation degradation and carbonized tissue creating a conductive path. It is attributed to user.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the 8mm maryland bipolar forceps instrument exhibited recognition issues and bipolar output failed. The procedure was completing as planned with no reported injury.